Event description:
Patient came into hospital for heart attack and taken to the cath lab for intervention. The while dialing up I could not get to nominal pressure of 8. It would go up and then instantly dropped to 0 again. Under flouro you could visibly see the balloon was going up and there was visible contrast leaking from the balloon. Therefore we removed and threw both the insufflator and balloon off the table. I finished the case with all new product and without any issues.